Event description:
During a laparoscopic surgery, the working end of the grasper instrument broke off into patient's abdomen efforts to retrieve grasper tip via other laparoscopic instruments and fluro assistance were unsuccessful. Had to convert to open procedure. Then the tip was found and removed.